Event description:
Caller reports treating her sister's low blood glucose symptoms with an orange, peanut butter and jelly sandwich, 6 oz. Of milk, and candy. Low blood glucose symptoms did not improve; caller's sister tested 589 mg/dl on the compact plus system and passed out. Paramedics arrived, and she tested 30 mg/dl on professional meter; she was treated with an IV with "sugar" in it, and taken to the hospital. Caller states she tested 102 mg/dl on hospital meter (timeframe unknown), and was given something to eat. Requested return of suspect device, and replacement was sent.